Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that the device was giving an error indicating an image disk space problem. Rse recreated, checked database and image store which featured more free space for images. After that system was working fine. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.